Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during implant of this right atrial (ra) lead, the helix was unable to be extended and retracted normally. The lead was then removed from the body and the helix extended after 30 turns. The lead was attempted, but not implanted. Available information indicates that an ra lead was not implanted. No adverse patient effects were reported. The product has been received for analysis.